Event description:
On (B)(6) 2020, the reporter contacted lifescan (B)(4), alleging that their onetouch verioflex was reading inaccurately high compared to a calibrated laboratory device. The patient claimed obtaining a blood glucose reading of ¿252 mg/dl¿ with the subject meter and ¿200 mg/dl¿ on the laboratory device, performed within 10 minutes of each other. The reporter did not experience any symptoms or seek any medical attention because of the reported issue. On (B)(6) 2020 lifescan conducted an evaluation of retained test strips for the subject lot. The retained test strips were subject to performance testing with control solution and the investigation concluded that a malfunction had occurred. The test strips failed testing and were found to be reading inaccurately high when tested with control solution. If lifescan obtains any additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.